Event description:
It was reported that on (B)(6) 2014, the patient was treated for femoral neck fracture and was implanted with a dynamic hip system (dhs) 4 hole plate. The patient presented to the office for follow up with a collapsed neck and failure to heal/non-union which was visualized via x-ray. The surgeon plans to remove plate on (B)(6) 2014 and do a total hip replacement. A revision surgery was performed on (B)(6) 2014 due to patient pain/discomfort and a femoral neck collapse at the original fracture site. There was no device allegation against any of the hardware; all hardware was removed intact and a total hip arthroplasty was performed successfully. This report is for 4 unknown cortex screws. This is report number 4 of 4 for (B)(4).

Manufacturer narrative:
This report is for 4 unknown cortex screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.